Event description:
It was reported that an alert of reaching eri was present during device interrogation. The alert was dated prior to implant. The alert was cleared by software download and the device worked normally.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.